Manufacturer narrative:
The customer reported a falsely elevated potassium (k) result for one patient on the atellica ch 930 analyzer with serial number (B)(6). The customer stated the initial sample was repeated for potassium on an alternate platform and that a similar result was obtained. A new sample was withdrawn for repeat testing on an alternate atellica ch930 analyzer and the repeat results aligned with the patient's history and clinical condition. The event is isolated to one sample and siemens is investigating the event.

Event description:
The customer reported a falsely elevated potassium (k) result for one patient on the atellica ch 930 analyzer with serial number (B)(6). The customer stated the initial sample was repeated for potassium on an alternate platform and that a similar result was obtained. The physician(s) questioned the results and sent the patient to the emergency department by ambulance. A new sample was withdrawn for repeat testing on an alternate atellica ch930 analyzer. The repeat results aligned with the patient's history and clinical condition, and the customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00113 on 23-may-2024. Additional information (31-may-2024): siemens evaluated the information provided. There was no instrument or method issue. The customer used a new sample drawn and obtained the expected results. The potential cause of the elevated potassium (k) result is sample-related. The atellica ch 930 analyzer is operating as specified, and no further action is required. Siemens updated section h6 (investigation findings and investigation conclusions) to reflect the additional information.